Manufacturer narrative:
(B)(4)

Event description:
(B)(4).

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. A visual examination revealed two small kinks at 15mm and 160mm on the proximal end of the sheath. There were no visual defects observed on the dilator. An evaluation of the reported lot and the surrounding lots manufactured was conducted and revealed no visual defects. A review of the device history record for the reported part/lot combination did not reveal any issues during the manufacturing of the reported lot. A search of the complaint database confirmed there have been no similar reports for the reported part/lot number combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be definitively determined based on the available information, it is likely that the sheath may have come into contact with scar tissue or calcification, causing it to kink. Another potential cause could be that the skin incision created at the puncture site may have been too small, causing the sheath to kink upon insertion. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported that the physician experienced resistance when using the device. Follow-up communication from the user facility reported the following information: resistance was experienced when trying to pass the guide through the sheath; it was reported that the sheath kinked under the skin; another device was used; the procedure was completed successfully; and there was no patient injury.

Manufacturer narrative:
(B)(4)

Event description:
(B)(4).